Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that could not connect to the patient's home monitor via radio frequency (rf) telemetry. No changed or intervention was reported. The patient condition was unknown.